Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device did not meet patient expectations for battery longevity. The device was removed and replaced. No patient complications have been reported as a result of this event.